Event description:
It was reported that the pt had blood work done. Pt's blood work shows he has elevated cobalt levels. Pt also states that he has an outbreak on his arms and legs that are attributed to there being elevated cobalt levels.

Manufacturer narrative:
Device info has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii.